Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2013. One clip (10304615/(B)(4)) was implanted and the mitral regurgitation grade was reduced from 4+ to 3. A second clip delivery system (cds 10304615/(B)(4)) was prepped for use and inserted into the anatomy. There were no device issues up to this point. After the clip was positioned on the mitral valve leaflets, during the gripper line removability test, the gripper line could not be moved. Both ends of the gripper line were tested and the line could not be moved. Trouble shooting maneuvers were attempted by opening the clip a little to different arm angles, but the grippers could not be raised; the gripper line could not be moved. The clip was then inverted and the mitral valve leaflets fell off the grippers and the cds with the clip attached was removed from the anatomy. No resistance was felt during removal. The mr grade increased to 3+. Another cds (10304615/(B)(4)) was used, however, the leaflets were difficult to grasp due to the anatomy and it was then noticed that the preexisting flail had worsened. The clip was not implanted and was removed. The mr grade was 4+. Post procedure, the patient was stable and the physician was going to contemplate surgery. Later that evening, the patient went into cardiac arrest and was in pulseless electrical activity (pea). The patient subsequently expired that night. The diagnosis listed after the time of death was mitral regurgitation. Per the physician the mitraclip device did not cause the death, but the device malfunction of the second clip was indirectly related. No additional information was provided.

Event description:
Clarification was provided regarding the patient's condition during and after the mitraclip procedure: it was reported that the patient's blood pressure had to be maintained by IV medication. Post procedure, due to the necessary medication for the blood pressure, the patient was transferred to the intensive care unit and the physicians were going to discuss the possibility of surgery. The anesthesiologist stated that the required inotropic support during and after the procedure was associated with the patient's underlying high risk status and was not associated with the device or procedure itself. No additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, mitraclip (cds0201, 10304615/(B)(4), lift, support plate, stabilizer. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (cds 10304615/21) referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for the reported failure to adhere or bond are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements, including verification that the clip and its components functioned as expected. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was initially functioning properly during functional inspection. With regards to user technique and/or procedural conditions, failure to adhere or bond may be influenced by patient anatomical features. As reported by the physician, the patient was identified to have a pre-existing flail that had become worse over the course of the procedure. There is no reported indication of a device issue that would have contributed to the failure to adhere or bond. The reported patient effects of mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known potential complications associated with the mitraclip procedure. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.